Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿. It was further reported the customer subsequently experienced a loss of consciousness. A family member treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿. It was further reported the customer subsequently experienced a loss of consciousness. A family member treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.